Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter would not power on. The complaint was classified based on the original customer care advocate (cca) documentation and additional information obtained when cca listened again to the call. Attempts to contact the patient by telephone were unsuccessful as the number she provided was not in service. The patient reported that the power issue with the meter started on an unknown date and time prior to contacting lfs. The patient manages her diabetes with pills, diet and exercise and denied making any changes to her usual diabetes management regimen due to the meter issue. She reported the symptoms of ¿sweating¿ after the alleged meter issue began. On an unknown date and time, the patient reported she attended a doctor¿s appointment where she was tested with a result of ¿4 something¿ and was advised to increase her insulin. At the time of troubleshooting, the cca noted the meter was not being used for the first time and there had been no misuse of the meter. Based on the information provided, the batteries did not need to be replaced. The issue remained unresolved. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: based on the information provided, the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began. The alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event.

Manufacturer narrative:
In the initial report mss reported in error the product was ¿onetouch ultra mini meter¿ in the reportable description. When in fact the meter was ¿onetouch basic enhanced¿. Correction to scripting has been made.